Event description:
It was reported that the mobile app unexpectedly froze while customer was attempting to load a cartridge, and the customer was unable to complete the load process. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction injection via manual insulin therapy. The customer relaunched the mobile app, the app successfully paired to the pump and the customer continued to use the pump for insulin therapy.